Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer was performing a planned non-emergency treatment procedure. The procedure was aborted, and the patient was moved to another system to continue the procedure. The philips remote service engineer (rse) checked the logfile and found no errors. A philips field service engineer (fse) visited the site and checked the reported problem. The fse solved the issue by restarting the system. After the performed restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.